Event description:
It was reported by the representative that the (2) tvc55 were to be used for a liver transplant. They both failed immediately out of the box and would not fire. The surgeon completed the case with a tlc55 and there was no pt consequence. Both devices were discarded.